Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt300 22.0 diopter intraocular lens (iol) was implanted in the left eye (os) . It was later explanted on (B)(6) 2017 because the patient had some residual cylinder. Also, the goal was to tighten distance since the spherical equivalent (se) is -.5. There was no incision enlargement or vitrectomy. The replacement lens was the same diopter, but different model zxt375. Reportedly, the patient is doing okay. No additional information was provided.

Manufacturer narrative:
Device evaluation: the product was not returned to the manufacturing site. Therefore, product testing could not be performed and the customer¿s reported complaint could not be verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints have been received for this production order number. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.